Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-06172 and 2134265-2015-06329. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. However, it was noted that disconnect occurred. After reconnection, the pullback stopped several times. The imaging catheter was then exchanged with another of the same device. However, after exchanging, the pullback stopped halfway. Therefore, the motor drive unit five plus (mdu 5+) was exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-06172 and 2134265-2015-06329. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. However, it was noted that disconnect occurred. After reconnection, the pullback stopped several times. The imaging catheter was then exchanged with another of the same device. However, after exchanging, the pullback stopped halfway. Therefore, the motor drive unit five plus (mdu 5+) was exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient status is good.